Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been experiencing unexplained high blood glucose levels. Blood glucose level at the time of the incident was 400 to 500 mg/dl. Blood glucose level at the time of the call was 527 mg/dl. Customer also reported that the paramedics were called in response to a high blood glucose level. Troubleshooting did not show any malfunction of the insulin pump, and the customer was called back to complete the high pressure test. Blood glucose level by the end of the call was 425 mg/dl.